Event description:
It was reported that during follow-up, a gradual increase in high voltage lead impedance, pacing lead impedance, and capture threshold were observed. The lead was capped and replaced. The patient is not pacer-dependant and their condition was unaffected by the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.